Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced low glucose events while using the ilet and had not been making meal announcements, which affected the algorithm and contributed to fluctuation in glucose levels. Symptoms included feeling tired during the events. Outcomes included self-treatment with oral glucose and alerts from the device for low glucose, with no need for external assistance or medical intervention reported. Investigation included review of available reports and user feedback regarding missed meal announcements. Investigation of this case revealed that missed meal announcements led to hypoglycemia episodes, consistent with known device behavior when meal information is not provided. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with missed meal announcements.